Event description:
It was reported that during an endoscopic vein harvest, the handle fractured during routine instrument exchanges. Procedure was converted from an endoscopic procedure to a below the knee open procedure in order to complete the harvest of the vein. No adverse pt outcome.